Event description:
Reportedly, before using the grounding pad, the doctor took off gel cover seal which was printed pad to be placed on opposite side, and patched the pad to patient's femoral skin, left leg. There was another gel cover film, on which nothing was printed on the gel coated part and not removed. A burn occurred on the four corners of the gel coated part.